Event description:
It was reported that an ilet user experienced a rapid blood glucose drop from a reported high to a low value after announcing a lunch, with the system delivering an approximate 12-unit meal bolus that the user stated was excessive; the user treated repeated lows with carbohydrates, while the ilet continued to display low readings even as a fingerstick later read markedly elevated, suggesting a discrepancy between sensor and capillary glucose. Investigation included product technical support review and user education regarding meal announcements and treatment timing. Investigation of this case revealed probable insulin over-delivery related to an incorrect or excessive meal announcement and a likely inaccurate low reading from the continuous glucose sensor that was not concordant with fingerstick. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included self-treatment with oral carbohydrates and continued monitoring without emergency medical care. It was concluded that, based on previously established findings for similar reports, that the user handling of meal announcements contributed to hypoglycemia risk and that sensor inaccuracy contributed to misinterpretation of glucose status, with no evidence of ilet pump malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.